Event description:
It was reported to boston scientific corporation that an advantage transvaginal system was used during a procedure to treat stress urinary incontinence, performed on (B)(6) 2006.according to the complainant, post procedure, the patient presented with "serious bodily injuries" including bladder prolapse and urinary incontinence. Several attempts at follow up have been unsuccessful.